Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that a patient was traveling home via car connected to a portable vad driver using the car power adapter. When he arrived at home, he unplugged the driver from the adapter and the driver subsequently stopped. The patient clutched his abdomen, passed out, and fell to the ground. The patient's girlfriend attempted to switch him to the back up driver. When she attempted to power up the back up driver, it did not start. She proceeded to resuscitate the patient by hand pumping and emergency services were notified. Upon arrival to the hospital, a second attempt to start the back up driver was made. It sounded sluggish with muffled noises. The patient continued to be hand pumped. At the emergency room, a third attempt to start the back up driver was made. This was successful and the patient was placed on the back up driver while being transferred to another hospital. When the patient arrived at the second hospital, he was placed on a dual drive console (ddc) without further incident. The patient is stable.

Manufacturer narrative:
The driver was returned to the manufacturer for analysis. A visual inspection did not reveal any unusual findings. A review of the log file confirmed that the compressor stopped operating. The driver was functionally tested and it alarmed immediately for low pressure. No output flow came from either the lvad or the rvad pneumatic ports. While the driver was operating, the motor voltage from controller board was checked. The voltage was at the upper limit threshold indicating that the controller board was operating properly. The motor shaft on the compressor was not moving; the loss of output flow was because the compressor had stopped. The driver compressor was checked using a dc power supply. The compressor motor did not work. The impedance between the motor terminals was extremely high and essentially open circuited. Mechanically tapping the motor resulted in the motor stopping and starting. It is likely that a brush wire inside the motor broke. The motor was removed from the compressor and sent back to the manufacturer for further investigation. In addition, the manufacturer has opened a corrective action to further investigate the root cause of compressor motor issues. No further information is available. The manufacturer is closing its file on this event.